Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that a piece inside the tip of the instrument broke off and the matrix polyaxial head placement tool is broken and he was unsure how it broke. Reportedly, the instrument worked for the consultant during his last procedure. The hospital gave the broken instrument to the consultant on (B)(6) 2015. This complaint is not associated with a patient or surgical procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the blocker was returned separate from the remainder of the instrument. A definitive root cause was unable to be determined; however, the complaint condition is consistent with failure due to excessive and/or off axis force. The polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. Use of the placement tool while not fully engaged with the polyaxial head could cause the blocker component to experience unintended forces, making it vulnerable to breakage in the area of the laser weld. As the blocker is only laser welded to half of the outer shaft body, it is possible that use over time, coupled with excessive off axis force, contributed to this complaint. The returned instrument was examined and the complaint condition was able to be confirmed as the blocker was returned separate from the remainder of the instrument. Additionally, the inner-shaft assembly was not returned. Specifics as to the method of use at the time of failure were not available; as such, no definitive root cause was able to be determined. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. A definitive root cause was unable to be determined; however, the complaint condition is consistent with failure due to excessive and/or off axis force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ number: 03.632.037. Lot number: 6707906. Release to warehouse date: november 11, 2011. Manufacturing site is synthes (B)(4) and supplied by magnum manufacturing center. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. It was initially reported in error that the device is not distributed in the united states; device is distributed in the us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.